Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the event day and procedure date? Please confirm how many devices were involved in the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic uni knee procedure on an unknown date and suture was used. During the procedure, the suture came out of the swage. Repeated and the case was finished with same suture of a different lot number. The procedure was completed successfully with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/23/2020 corrected information: b3 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 - method codes additional b5 narrative: it was reported that a patient underwent an orthopedic uni knee procedure on 6/23/2020 and suture was used. During the procedure, the suture came out of the swage. Repeated and the case was finished with same suture of a different lot number. The procedure was completed successfully with no adverse patient consequences. Adverse events will be submitted via 2210968-2020-05110, 2210968-2020-05509, 2210968-2020-05510, and 2210968-2020-05511. Additional information was requested and the following was obtained: response to additional information request from jjm rep - what is the event day and procedure date?date of event 23rd june - please confirm how many devices were involved in the event? 4 each involved this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.